Event description:
It was reported that when the stimulation was first turned on, the patient experienced a shocking sensation in her teeth, chest and eye for about 10 minutes. The patient has never had therapeutic effect. The patient was at home. Further information is being requested from the hcp.